Event description:
The report received from the (B)(4) study indicated that a patient expired due to unknown reasons approximately (B)(6) months post index procedure. The patient has a history of pci prior to the index procedure on (B)(6) 2008. Add info is unavailable. At the time of index procedure, the patient was admitted with a stable angina and positive functional test for ischemia. The angiography revealed a lesion in the distal left anterior descending described as 10mm in length, class a, and de novo with 75% stenosis. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 3x8mm voyager nc balloon at 22atms. Then a 2.5x13mm cypher otw ((B)(4)) was implanted at 14atms. As a standard procedure, the stent was post-dilated with a 3.0x8mm balloon at 14atms. There were no procedural complications reported and the patient was discharged a day later. Approximately (B)(6) months post index procedure, the patient expired. It was unknown if the cause was cardiac or non-cardiac. The event was possibly related to the study stent, drug, or procedure in an investigator's opinion.

Manufacturer narrative:
Concomitant medications included aspirin, carvedilol, plavix, heparin, lisinopril, and pravastatin. The report received from the (B)(4) study indicated that a patient expired due to unknown reasons approximately (B)(6) months post index procedure. This was a (B)(6) male with medical history including history of angina, positive functional study for ischemia, previous pci (most recent pci (B)(6) 2008), target vessel previously revascularized (most recent (B)(6) 2008), stable angina pectoris, peripheral artery disease, hyperlipidemia, hypertension, lvef (calculated or estimated) prior to enrollment [moderate (30-39%)], myocardial infarction (most recent mi (B)(6) 2008 - stemi), congestive heart failure (nyha ii) and smoking (yes, greater than 30 days). At the time of index procedure, the patient was admitted with a stable angina and positive functional test for ischemia. The angiography revealed a lesion in the distal left anterior descending described as 10mm in length, class a, and de novo with 75% stenosis. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 3x8mm voyager nc balloon at 22atms. Then a 2.5x13mm cypher otw ((B)(4)) was implanted at 14atms. As a standard procedure, the stent was post-dilated with a 3.0x8mm balloon at 14atms. There were no procedural complications reported and the patient was discharged a day later. Approximately (B)(6) months post index procedure, the patient expired. It was unknown if the cause was cardiac or non-cardiac. There has been no further information regarding this event despite multiple inquiries. The event was possibly related to the study stent, drug, or procedure in an investigator¿s opinion. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077477 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.